Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("other is stuck in uterus and cannot be removed") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: complication of device removal ("other is stuck in uterus and cannot be removed"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: on (B)(6) 2021 one essure coil removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other is stuck in uterus and cannot be removed') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: complication of device removal "other is stuck in uterus and cannot be removed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: on (B)(6) 2021 one essure coil removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('explant') and embedded device ('one coil is removed and the other is stuck in uterus and cannot be removed') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "other is stuck in uterus and cannot be removed". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("one coil is removed and the other is stuck in uterus and cannot be removed"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the medical device removal had resolved. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered embedded device and medical device removal to be related to essure. The reporter commented: on (B)(6) 2021 one essure coil removed. Essure insertion date updated from (B)(6) 2009 to (B)(6) 2009. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("explant") and embedded device ("one coil is removed and the other is stuck in uterus and cannot be removed") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("other is stuck in uterus and cannot be removed"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4291 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and partial expulsion of device ("one coil is removed and the other is stuck in uterus and cannot be removed"). The patient was treated with surgery (salpingectomy). On (B)(6) 2021, medical device removal had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered embedded device and medical device removal to be related to essure administration. No causality assessment was received for essure with regard to device expulsion. The reporter commented: on (B)(6) 2021 one essure coil removed essure insertion date updated from (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, the event "device removal" will be now extracted, which will be serious by "intervention required" criteria; "embedded device in uterus" was now split into "embedded device" and "partial expulsion". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.